Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula. The patient faced high blood glucose and vomiting. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.